Manufacturer narrative:
This product is registered as a combination product. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05145, 2017865-2020-05150. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead measuring 17.5cm from the connector end was returned for analysis. The damage found was consistent with procedural damage. The lead was otherwise normal.